Manufacturer narrative:
The tech found the ground pin was broken off the power cord plug. The tech replaced the power cord to resolve the issue.

Event description:
The tech alleged that the bed had a loss of ground. No pt impact.